Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the introducer was inserted to the coronary sinus ostium (cs ostium) and contrast was injected, revealing a dissection was noted near the cs ostium. No intervention was performed and the procedure was completed successfully. The patient was stable following the procedure. There was no alleged malfunction of an abbott device.